Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an issue occurred with a centrimag motor while in use on a patient in the intensive therapy unit (itu). The itu staff indicated that the centrimag motor overheated and ceased functioning, resulting in a loss of flow. The motor and console were successfully replaced, and the patient received oxygen during this process. There were no reports of patient injury related to this event.

Manufacturer narrative:
Section g2: report source corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of the centrimag system stopping unexpectedly was confirmed via the log file; however, the reported event of the centrimag motor overheating was not confirmed. Within the log file that was extracted from the console, the system was observed to be operating around the set speed of 4600 rpm / 7.8 lpm on the reported event date of (B)(6) 2024. Several speed drops and brief pump stops were intermittently observed throughout the data, and the speed ramped back up to over 4000 rpm a few seconds after each pump stop. The causes of the pump stops were unable to be determined, and the system was manually shut down on (B)(6) 2024 to perform the reported equipment exchange. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and performed as intended. Atypical events were unable to be reproduced throughout all testing. The motor was advised to be scrapped and was returned to the customer site per the customer¿s request. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag motor IFU (rev. F), in section titled "warnings," indicates that the motor may feel warm to the touch. Overheating is confirmed by a motor over temp console alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system. No further information was provided. The manufacturer is closing the file on this event.